Event description:
Pt reported that the device generated a result of "lo", without having first applied blood, or control solution, to the strips. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.